Manufacturer narrative:
Follow-up #1 date of submission 05/01/2015-device evaluation: the pump has been returned and evaluated by product analysis on 04/20/2015 with the following findings: a review of the pump black box data revealed that the recorded total daily dose values accurately reflected the programmed basal rates. No errors, alarms, or warnings were observed to indicate an interruption in insulin delivery. The pump was exercised for 48 hours on an 1 unit/hour basal rate, which was delivered and recorded accurately. The complaint was not duplicated, and no defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the user blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.